Event description:
Two unformed staples were noted stuck inside the cartridge. The tissue was stuck to the staples and had to be removed.

Manufacturer narrative:
The root cause of the issue was an improperly seated reload by the user.